Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: investigation summary the complaint device is not being returned, the broken proximal part of the device was discarded by the customer and the distal part remained in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem is the device was off axis during insertion resulting in the anchor breakage. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: UDI: (B)(4). The lot number is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's 4.5mm healix peek anchor with orthocord broke during insertion near the proximal end. The procedure was able to be completed with the device as 75% of the distal portion of the anchor remained in the patient and the surgeon felt ok with the fixation but was upset that the anchor broke. There was no patient harm or surgical delay to the case. The sales rep stated that there was no debris left in the patient and the broken pieces were removed. The patient's bone quality was average. The sales rep could not provide a lot number for the device. The other broken portion of the anchor was discarded.